Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time.

Event description:
Int'l affiliate reported that a pt presented with swelling, consistent with a seroma, at the surgical site six days following goiter surgery. An incision and drainage was performed followed by a reclosing of the site.